Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on initializing device manager screen. A field service engineer reseated the secure digital card and cables on liquid-crystal display of helmer, adjusted duplex settings, and collaborated with the facility¿s information technology team, who restored the correct vlan settings. The field service engineer also verified network connectivity, synchronized the unit for updates, and performed general cleaning and inspection to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, the device became stuck on the initializing device manager screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.